Event description:
It was reported that a patient underwent an open incarcerated hernia repair procedure on (B)(6) 2012 and mesh was used. The patient presented with an infection on (B)(6) 2012. The mesh was explanted on (B)(6) 2012 and the patient was treated with antibiotics. Currently, the patient's wound is open.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The visual inspection of the explanted mesh showed no deviations.

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01880. The same patient is represented in each medwatch.